Manufacturer narrative:
Visual inspections were performed on the returned device. The reported difficulty closing the foot could not be tested as the foot was separated. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. The reported guide and foot separation were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of thrombosis is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Attachment. Sus voluntary event report - mw5093552. D10, h3 - device returned h6 - codes removed: method code: 4115, results code: 3221, conclusions codes: 18, 67 h10 addtl mfg narrative updated. - attachment: [sus voluntary event report - cn-025933.pdf].

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Event description: attempted to use perclose device to suture the anteriot tibial artery - the artery was extremely calcified and the device failed. Surgeon attempted to remove and it would not move. All this point, the pt was then taken to surgery for surgical removal of device. FDA safety report ID# (B)(4) reportedly, the footplate and guide separated during the procedure. All parts of the proglide device were removed from the patient anatomy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of thrombosis is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide device via 7fr sheath after angiogram procedure. Reportedly, the footplate of the proglide device would not retract and could not be removed from the patient anatomy. The patient was sent to another hospital and a cut down was required to remove the proglide device. Manual arterial compression was applied until the operating room was available. A balloon was used to block blood flow and the proglide device was removed. A mechanical thrombectomy of the entire extremity was done and a covered stent was placed over the common femoral artery to achieve hemostasis. The patient was discharged the following day. There was a reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.